Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a 1102 error code (primary alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. While evaluating the device, the se reported that error code 1102 (primary alarm failed) was observed. The se noted that the speaker assembly was ordered for repair. The se replaced the speaker assemblies to resolve the issue. A full performance verification test was performed, and the se noted that the device was ready for clinical use. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.